Event description:
It was reported that the programmer would not boot up to select model screen despite running the service disk. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device would not boot, the programmer was stuck at the medtronic logo screen. As a result the link electronic module (lem) circuit board was calibrated, software was reloaded, and the hard drive was reimaged. (B)(4).